Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement test, operating currents, self test, off no power and unexpected restart error tests. However, the pump gave a motor error alarm during the basic occlusion test and a compromised force sensor system alarm during the prime test due to a loose/protruded drive support disk. The motor passed the motor test. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.